Event description:
During attempted implant, it was reported that the left ventricular (lv) lead became dislodged and damage was observed. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and material integrity problems. As received, a complete lead was returned in one piece. The double bent height was measured within specification. The reported event of material integrity problem was confirmed. Visual examination found one cut on the outer insulation consistent with procedural damage. The cause of the reported event of material integrity problem was isolated to the procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any other anomalies.